Event description:
The customer reported erroneous high red blood cells (rbc) and hemoglobin (hgb) results were obtained for one patient sample (initial and rerun) when using the coulter ac-t 5diff cap pierce (cp). In addition the same results (initial and rerun) also generated falsely low white blood cells (wbc) and platelet (plt) results with instrument generated flag messages. Erroneous test results were reported out of the laboratory. The physician questioned the results and requested a redraw for the patient. The redrawn sample recovered normal results. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The controls are run daily and were run before and after this incident, all recovered within assay limits. The patient sample was collected in 3 and 4 ml vacutainer tubes that were store at room temperature for 1 hour. Field service engineer (fse) performed probe alignment and reproducibility. In addition the fse verified the instrument's performance, controls on all levels and repair per established procedures. Root cause based on data provided is most likely related to a sample mixing issues. If the carriage assembly motion is not smooth or the probe is misaligned these items can cause erratic results. The patient's results are indicative of a sample mixing pattern. Per bci labeling: erroneous results may occur if the sample is not adequately mixed before analysis. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.